Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the provided x-ray images does find a dislocation event depicted in one of three images. Nothing indicative of a product problem is identified. It is noted that this depuy femoral head has been used in conjunction with competitor manufactured acetabular devices. This use of the depuy device is not recommended and is considered off label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Office notes (B)(6) 21 indicate the patient has been experiencing pain, instability, subluxations and previous posterior dislocation. It was noted that for the (B)(6) 2021 dislocation the patient had a closed manipulation / reduction in the ER and was then braced. No additional intervention at this time, surgeon indicates the plan is to treat conservatively.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1 and h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for recurrent dislocations event is not serious and is considered moderate event is possibly related to both device and procedure. Date of implantation: (B)(6) 2020 date of event (onset): (B)(6) 2021 (left hip). Treatment: brace and continued observance of hip precautions